Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: d10/h6 problem code (inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the root cause could not be determined. Event 1: dark liquid bubbles coming out of the instrument channel outlet. The foreign material could not be identified. It is likely foreign material remained in the device because reprocessing could not be properly /fully completed due to the discovered leak from the forceps channel. Event 2: no adhesive around the forceps cover. Although this issue was confirmed, the cause could not be specified. The following chapters from the instructions for use (IFU) pertain to this event: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera ii ultrasound gastrovideoscope had bubbles coming out of the instrument channel outlet when it was put in dark liquid. It was noted that the device was cleaned and the issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the device was leaking from the instrument channel and leak test was unable to be performed. There was no adhesive around the forceps cover and the forceps passage was leaking. The image had 5 full broken elements and the bending section had fluid which was dried after aeration. The insertion tube had minor snakiness when angulated and the control knob had excessive play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.